Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted and after pocket closure, some artefacts and noise were observed in secondary and alternate vectors when touching the device. The physician suspected air bubbles. As a result, the pocket was reopened to verify the device and electrode connection and the pocket was purged. The artefacts and noise were observed to have decreased after this revision, automatic set-up was performed and primary vector was programmed. The s-ICD remains in service. No additional adverse patient effects were reported.